Manufacturer narrative:
Concomitant medical product - 0.5% bupivacaine. There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 98 mg; flow rate: 2 mg/hr; procedure: right inguinal herniorrhaphy; cathplace: surgical wound. Halyard received a single report that referenced three different incidents, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 2026095--2016-00224 for the second patient. Refer to 2026095--2016-00225 for the third patient. It was reported that a clinical manager discovered an article titled ¿bupivacaine drug-induced liver injury: a case series and brief review of the literature." Journal of clinical anesthesia (2016) 32, 137¿141. Patient 1 received an onq pump implant at the surgical site for one day. The patient displayed no symptoms until 14 days postop. It was then that the patient began to develop low-grade fevers, fatigue, dark urine, and pruritus. The patient sought medical attention a week later upon the onset of painless jaundice. The patient received treatment and his liver function test levels began to fall. A liver biopsy was not necessary, and the patient was discharged without the need for follow-up. The patient¿s liver function tests returned to normal four weeks after the patient¿s hospitalization.